Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities for the reported lot. Additionally, a query of the complaint-handling database was performed and identified no other incidents for the reported lot. Potential causes for dilator rotating hemostasis valve (rhv) cap detachment resulting in leaks were considered, including manufacturing and user technique. Detachment of the dilator rhv cap can be influenced by manufacturing anomalies, such as issues with the molded components, damage to the threads, etc. Dilator cap detachment can be influenced by user technique, such as inadvertent user handling during device preparation, force applied by the user when opening and closing the rhv and not following the procedural steps outlined in the instructions for use (IFU). A definitive cause for the reported detachment of the dilator cap resulting in leak in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during preparation of the steerable guiding catheter (sgc), the rotating hemostasis valve on the dilator separated; if this were to recur in the anatomy, it has the potential to leak and introduce air into the patient. It was reported that during preparation of the steerable guiding catheter (sgc), when the dilator was removed from the package and the rotating hemostatic valve (rhv) was tightened to prepare for flushing, the rotating portion of the valve snapped off with very little force applied. At this point a leak was observed at the rhv detachment location. The device was not used in the anatomy; there was no patient involvement. Another device was used in the procedure. There was no clinically significant delay in the procedure. No additional information was provided.